Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site. Therefore, product testing could not be performed. Evaluation of the photo was provided. It was observed, that a cartridge broke in the middle, where the lens is placed for delivery, based on the evidence observed. And since the cartridge is not available for a thorough evaluation, the complaint issue for reported cartridge crack was not verified. Manufacturing record review: the manufacturing record could not be reviewed, since the lot number was not provided. A search of complaints related this production order could not be performed, since lot number is unknown. Conclusion: based on the limited information provided, it cannot be determined, if there is a product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Date of event: unknown, not provided. Lot number: unknown, information not provided. Expiration date: unknown, as the lot number was not provided. UDI number: unknown, as the lot number was not provided. If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device. Phone number: 55(21)25481288. Device manufacture date: unknown, as the lot number was not provided. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported five emerald cartridges presented defect and could not be used. Four of the 5 defective units are available to return. One unit was discarded by the doctor. The client had no serial number available to report. Further information provided stated that two out of five cartridges were in contact with patient¿s eye, without complications. Through follow-up it was confirmed that two of the cartridges touched the patient's eye. One of these two cartridges was damaged at the tip, and the other one ¿burst¿ as the iol was passed. This report captures the event for the damaged tip with patient contact. No other information was provided.